Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. Additional evaluation findings were as follows: the housing had the front panel mouth damaged, and the olympus lamp meter read at 50 hours; main lamp was burnt out. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the xenon light source keeps going to backup light when the processor is connected. The issue was found for multiple esophagogastroduodenoscopy (egd) and colonoscopy procedures. Both the light bulb and heat sink were replaced. The procedure was completed using same set of devices. There were no delays, and there was no report of patient harm associated with the event. This report is related to and linked patient identifier (B)(6).